Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump emitted multiple occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms with high force. During testing, the pump performed the rewind, load cartridge, and prime steps successfully with no alarms. The pump was exercised for 24 hours no occlusions occurring. The force sensor calibration was found to be within required specification. The occlusion issue was shown in the pump history but was not duplicated during investigation.